Event description:
The device displayed a power-on-reset condition along with a call your doctor icon, the reason was unk. The pt was able to clear the condition with the programmer.

Manufacturer narrative:
(B) (4).